Event description:
The facility's biomed reported an infusion pump with failure code 810:11. Despite baxter's efforts to obtain additional information regarding whether or not the failure code occurred during clinical use, the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, no further information was available at this time. Alternate contact information was requested but no alternate contact has yet been identified.